Manufacturer narrative:
(B)(4). The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Auto mode was not active.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 54 mg/dl at the time of incident. Customer states they had issue with battery cap and insulin pump was turned off for couple of days. The insulin pump will not be returned for analysis.